Event description:
It was reported that a clinician experienced difficulty in taking an impression (conventional or digital) following removal of a healing cap. The healing cap sits within the implant connection, whereas the impression components seat on the implant platform. After soft tissue growth around the implant and adaptation to the geometry of the healing cap, it may not be possible to properly connect and seat the impression component on the implant platform unless the gingival tissue is anesthetized or incised. This may be more challenging in cases involving multiple implants or full-arch restorations, where up to eight implants are placed. The clinician also noted that if bone has grown over the implant platform, bone removal (e.g., using a bone profiler) may be required to gain access to the implant.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.